Event description:
It was reported that the patient presented post-procedure with premature ventricular contractions and ventricular tachycardia episodes as a result of a ventricular leadless pacemaker implant. The device was successfully re-positioned on (B)(6) 2024. There were no patient consequences.